Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst indicated that between (B)(6) 2015 and (B)(6)2016, rv pacing impedance rose from 817 ohms to 2185 ohms. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that on (B)(6) 2014, rv capture threshold had risen to greater than 1.5 volts and varied between 1.5 and 2.0 volts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising to high lead impedance and slightly elevated thresholds. A possible tip electrode issues was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.